Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage therapy due to supraventricular tachycardia (svt). Programming changes were made. Device remains implanted.

Manufacturer narrative:
Initial reporter: company representative.